Event description:
A health care professional (hcp) reported an incident of a leak in a transfer set tubing at the clamp area. The pt developed hazy effluent and was diagnosed with staphylococcus epidermidis peritonitis. The pt was treated with 1.5 grams of intraperitoneal vancomycin and 500mg of oral ciprofloxacin twice a day (duration unknown) and fully recovered without hospitalization.